Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead exhibited increasingly high thresholds over time. The lead was partially extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: a proximal portion was received. Returned product analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.